Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. The fragment retained by the patient is approximately .106" (2.69 mm) in length and is manufactured out of 440a medical grade stainless steel bar.

Event description:
After final tightening during 1-level plif case at the l5-s1, the surgeon decided he wanted to revise screw placement. While attempting to remove set screw, the tip of a leucadia driver fractured and separated from the instrument. The detached section remains entrapped in the set screw located within the tulip of the pedicle screw which is implanted in the left side of the patients l5. There are no current plans for revision/removal of the fragment.